Event description:
Report received from (B)(6) stating "bad quality of the sleeve, did not enter by a 1.8 mm incision. There was no patient injury."

Manufacturer narrative:
The product has been requested for evaluation; however, it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.